Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high when testing with control solution. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on an unspecified date, one month prior to contacting lfs. The patient claimed obtaining a control solution reading of ¿146 mg/dl¿ with the subject meter which fell out with the control solution range of ¿85 ¿ 144 mg/dl¿ printed on the test strip vial. The patient manages his diabetes with self-adjusted insulin (unspecified dose and type) and advised that he exercised in response to the alleged issue. The patient advised that immediately after the alleged issue occurred, he developed symptoms of feeling ¿disoriented, delusional and uncontrollable¿. The patient denied receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr also established that the patient was using an incorrect control solution (glucose meter check); not manufactured by lfs. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after exercising in response to the alleged elevated control solution readings obtained with the subject meter.